Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose all morning in the 50 and 60 mg/dl range. The customer stated that the insulin pump is supposed to suspend when her blood glucose is below 90 mg/dl. Blood glucose at the time of the incident was 49 mg/dl and 109 mg/dl at the time of the call. Troubleshooting was declined. The customer was assisted with turning on the suspend on low at 90. It was advised to reach out to trainer for further assistance after turning on the feature. The device will not be returned for analysis.